Event description:
Info received that the head section would not raise correctly. No injury reported.

Manufacturer narrative:
Tech found that the head section would not raise correctly due to a bad valve solenoid. Replaced the valve to resolve this issue.